Event description:
Patient called to report that their lfs meter would not power off. Patient did not have any symptoms. Ccr had patient remove the teststrip from the meter and even press the m button and meter still does not power off. Unknown of how long meter would not power off, or what patient did in the meantime to test their bg. No allegation of harm or serious injury. If the meter does not power off, patient is unable to test their bg, since the meter needs to power off and then in order to do a bg test. Ccr replaced the meter. There was no further information reported.